Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead (B)(6) 2013; 6947m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported the patient heard a beeping from the device each morning. Patient was also experiencing dizziness and pain around right breast area. Follow up with the company representative was conducted and it was disclosed a capture management warning was triggered due to high atrial lead thresholds. It was determined a lead microdislodgement had occurred. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.